Event description:
The patient was admitted with stable angina type ccs1 for a procedure to a 3mm non-tortuous proximal circumflex. The site was not predilated. A 3.0x18mm cypher stent was deployed at 16atm. The stent was postdilated with a 3.0x18mm balloon at 16atm because it had not fully expanded. Per interventional physician, the angiogram demonstrated haziness at the distal end of the stent, which was suggestive of a distal edge dissection. The dissection was tacked up with a second stent of unknown brand name. Intra-coronary nitroglycerin was administered with some improvement in the haziness. The patient was not sympotmatic during the procedure. It was indicated that the index lesion was quite resistant which incidcated that the index lesion was quite resistant which necessitated high pressures to fully expand the stent. As reported, the "physician's dictated note states that he "thought (he) saw a dissection flap but not definite."